Event description:
It was reported that the right ventricular (rv) lead exhibited a rising threshold trend. The high threshold levels resulted in early battery depletion of the implantable pulse generator (ipg). The rv lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.